Event description:
The customer called and reported the insulin pump alarmed with motor error and motor position encoder error after priming and charging. Customer's blood glucose was 280 mg/dl. She also stated she had received a motor error alarm a few weeks prior to this but was unsure of the date when it originally occurred. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube window, cracked case at the reservoir tube window corner, missing end cap sticker and a cracked case at the display window corner.